Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no visible damage to the keypad. The up arrow keypad buttons were found to be intermittently responsive. The keypad cover was removed; contamination was found to the button key contacts. Unrelated to the complaint, investigation revealed a dim and discolored display screen. Also unrelated to the complaint, the battery compartment was found to be cracked extending from the threads to the case seal, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Evaluated by mfg: no.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow, ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.